Event description:
This 54-yr-old female pt was undergoing ect treatment when a spark was seen coming from the eeg lead wire at the left temple. When the flat disc was removed a small lump and a brownish discoloration was noted. The ect unit was biomedically checked and found to be within acceptable output limits. The eeg wire was found to be defective.